Event description:
Pt received dopamine and epinephrine drips i.v. Nurse hung new bag of epinephrine, tried to change rate on i.v. Pump and pump made "shrill" alarm, said "malfunction" on screen and shut down/off. Pt went asystole. Pt was resuscitated, but coded about 1 hour later and died.

Event description:
Add'l info rec'd from MFR 11/6/03: the events leading up to the malfunction had been overwritten in the log due to the susequent testing of the device by the customer. Testing and inspection could not duplicate the event and found no issues with the device. This device still had 1.85 version software, and was never upgraded accorduing to the recommendation in service bulletin #466 from december 1999. It is possible that the 839 error could have been avoided with the current software version. Standard service including software upgrade to version 1.93 was performed prior to returning unit to customer. The frequency of this error is very low with no apparent upward trend. No info has been provided to alaris medical systems, inc, regarding causes of death or autopsy results.